Manufacturer narrative:
The reported event of "significant leak" and a leaflet with "weak movement" was reported. One leaflet visibly underperforming was found during functional testing upon return of the valve to abbott. Functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection for proper leaflet coaptation. The cause of the reported event could not be conclusively determined, however it is possible the valve structure was damaged during implant or explant of the valve, which could have impacted the coaptation of the leaflets.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 29mm trifecta¿ gt valve was implanted. Post implant, a transesophageal echocardiogram (tee) was performed and a significant leak was noted and one of the leaflets had weak movement. Due to the size of the leak the it was decided to explant the valve immediately and implant a non abbott valve. The patient was on the pump for a extra 75 minutes but was reported to be stable throughout the procedure.